Manufacturer narrative:
(B)(4). Method: lens work order search. Results: visual inspection of the returned product found optic torn in two pieces. One loop haptic and piece of optic is torn off and missing. The other loop haptic is deformed. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the same work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. #(B)(4).

Event description:
The reporter stated the surgeon inserted an aq5010v three piece silicone lens. Lens was removed due to piece of optic along with one loop haptic torn off. The lens was cut to remove from eye. No pt injury. The incision was not enlarged and no suture was used. Another same model and size lens was implanted. Surgeon felt three was something wrong with the lens, because the haptic tore off very easily, lens defective.